Event description:
Per st jude medical, noise was seen on both rv coil to can and svc coil to can when isometrics were performed. The technical services rep informed the physician that the noise on the far-field coil channels could be myopotentials. At this time, the lead remains implanted. Should add'l info become available, this file will be updated.